Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
On or about (B)(6) 2023, plaintiff presented to (B)(6) with complaints of fatigue, weakness and pain. Subsequently, plaintiff was diagnosed with an infected port catheter and underwent removal of the xcela device by dr. (B)(6) on or about (B)(6) 2023.